Event description:
It was reported that a mis-spike occurred when connecting the transfer set to the disconnect cap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned to baxter and an evaluation is complete. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed with the naked eye and under microscope and found damage to the patient adapter. Functional tests, including leak, clear passage, and clamp function testing were performed with no issues noted. The device was connected use a lab uv flash machine with no issues. Upon completion of the investigation, the reported problem of connection issue could not be verified via the sample analysis; however, the product was found to be non-conforming due to the damage found via the visual inspection. The cause of the damage could not be identified. Should additional relevant information become available, a supplemental report will be submitted.